Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2016: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they have had numerous back surgeries and prior to covid and their hospital¿s pain physician retiring, the patient¿s battery was having issues and there was discussion about changing it. The battery has been inoperable for months now and they have interviewed a number of surgeons about getting it changed but due to some complicating circumstances caused by the lead¿s anchor having moved 6 inches, the number of surgeries the patient has had related to this device, etc., the surgeons have expressed concern over taking their case. They stated that their doctor was running out of names to go to and are still looking for a pain md to replace their doctor who retired. The patient indicate that they had some medical issues (no indication related to their device) where they needed imaging done. They indicated that this could not be done until the battery is replaced/the leads are put into MRI safe mode, etc.

Manufacturer narrative:
Concomitant medical products: explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 22-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was due for a battery change and that the hardware had visibly moved down the spine about 2.5 - 3 inches. The patient requested physician listings.